Manufacturer narrative:
The event unit was returned for evaluation. Engineering was able to confirm the customer's experience of sheath separation. Upon observation, engineering noted the returned alexis had an inner ring unfolded, exposing the heat seal. A review of the manufacturing records for the lot number provided reveal that the product passed all quality and manufacturing inspections. The root cause of the sheath separation is user error. Only by unrolling the inner ring is the damage possible to the sheath. The instructions for use state the inner ring is to be "inserted through the incision" and that the outer ring is to be "rolled inward until desired retraction is achieved." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Single incision hartman's reversal - "the surgeon was required to insert the inner ring of the alexis wound protector that comes with the gelpoint mini three times. When it was seeded properly and the gel cap was placed on the outer ring of the alexis, the surgeon noticed a tear along the edge of the inner ring where the sheath meets the green ring." Patient status - unknown.